Event description:
The device was used during a hernia repair. It was reported by the rep. Jammed. There was no consequence to the pt.

Manufacturer narrative:
H6; excessive body fluids in cartyridge area, broken nose weld. Conclusion: it was concluded that excessive dried body fluids and tissue in the cartridge assembly may have caused the rpt'd incident. The inst. Was received with excessive dried body fluids and tissue in the cartridge assembly and the nose weld was broken. The driver and lifter would not move due to the adherence with dried fluids and tissue. The driver and lifter were extricated and teh inst. Was cycled firing 8 staples forming properly, but during the firing, 4 staples were removed from the nose due to inverting. The staples inverted due to the broken nose weld. The inst's. Cartridge was disassembled and there were 2 staples remaining in the cartridge which would not feed due to the excessive dried body fluids and tissue in the cartridge assembly. It was concluded that the excessive dried fluids and tissue may have caused the staples to twist and jam in the nose which may have caused the nose weld to yield. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve co's products.